Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal stricture dilatation procedure performed on (B)(6) 2025. During the procedure, the balloon rupture. The procedure was completed with another cre pro gi wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.